Event description:
The event involved a 6" bifuse ext set w/2 check valves, rotating luer where it was reported that IV tubing cracked and broke while attached to the patient. There was no serious harm and no adverse event reported.

Manufacturer narrative:
The device is not available for evaluation: it has been discarded. The investigation is pending.

Manufacturer narrative:
One used bifuse ext set was returned for evaluation. Upon visual inspection, the male luer was observed to be missing from the sample. The reported complaint of a broken set could be confirmed as the sample was observed to be missing its male luer. The probable cause of the broken sample is due to insufficient solvent coverage. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.